Event description:
The caller reported that the pt received a specialized tracheostomy tube with different dimensions than those ordered previously. The caller stated that it was a half-inch too long, and the cuff is also lower down on the tube. The inner cannula is no longer flush with the end of the outer cannula. The tube was in use for about 1 to 1.5 weeks. The pt was recannulated due to the incorrect dimensions. The lot number was retained but the tube was disposed of.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. The tube was discarded and therefore unavailable for failure investigation. No analysis or conclusions can be drawn without the device.